Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recently exhibited a high, out-of-range shock impedance measurement (134 ohms). Boston scientific technical services (ts) was contacted and discussed that red alerts had been triggered since 2021 due to the continuous, out-of-range shock impedance measurements. The highest impedance measurement was 141 ohms. There was no evidence of noise or other abnormalities observed from the right ventricular (rv) lead. Ts stated that this gradual impedance rise could be the result of calcification surrounding the rv lead. Commanded shock testing was recommended to evaluate the impedance measurement of a delivered shock. Additionally, provocative maneuvers and diagnostic imaging were recommended to assess the rv lead integrity. Recently, commanded shock testing was performed which exhibited a shock impedance measurement of 129 ohms. Ts was contacted and a rv lead revision was recommended to resolve the event. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.